Manufacturer narrative:
According to the information provided, the catheter in complaint will not be returned to zoll for investigation. The user acknowledged catheter balloon breakage occurred due to a physician's error in technique.

Event description:
Quattro catheter (lot #185701) was used in intravascular temperature management (ivtm) therapy. According to the information provided, the catheter balloon breakage occurred due to a physician's error in technique. The user acknowledged making a mistake that led to the balloon breakage, but the circumstances surrounding the error are unclear as the customer provided no further information. No consequences or impacts on the patient.